Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): no anomalies found. (B) (4) no anomalies found, but blood noted on distal conductor and outer overlay tubing; full lead returned and analyzed.

Event description:
It was reported that the patient felt muscle stimulation near the device. The sensation was reproduced and validated during follow-up. Programming to a lower output did not resolve the muscle stimulation. The lead and device were extracted and replaced during a device upgrade. No patient complications were reported as a result of this event.